Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Insulin pump had a blank display due to corroded battery tube and battery cap contact. Unable to test for battery out limit, the operating currents, low battery alarm and off no power alarm due to blank display. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump died completely and cleared itself without alarming. The caller stated that two weeks ago there were two bars on the battery status and the device alarmed low battery. The customer stated that the same thing happened at time of call, and the device is completely off. The blood glucose reading was 143 mg/dl. The caller mentioned that the insulin pump alarmed after changing the battery and she noticed that the unit has molded corrosion inside of the battery compartment. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The customer reported that the insulin pump died completely and cleared itself without alarming. The caller stated that two weeks ago there were two bars on the battery status and the device alarmed low battery. The customer stated that the same thing happened at time of call, and the device is completely off. The blood glucose reading was 143 mg/dl. The caller mentioned that the insulin pump alarmed after changing the battery and she noticed that the unit has molded corrosion inside of the battery compartment. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.